Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and high out of range pacing impedance measurements. A lead revision is being scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).